Event description:
Infant with arterial blood transducer in place, but it was not reading a waveform well and had trouble drawing from it. Found to clot off during the night and the line was removed. The lot numbers that were found to not work well were 1190543 and 1190269, but on this night the newest lot that was shipped was tried - 1191159. The nurses found that the older lot numbers: 1182159, 1181934 and 1183165 had all worked well. But the number of these products were running low, so the new lot was tried. The nurses reported that it was "bouncing" in and out of good wave form. After the tubing had been changed, 5 hours later the line had clotted and had to be pulled. There was no known injury to any patients.